Manufacturer narrative:
Analysis summary: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Limited films were provided during implant, were of low resolution, and did not include cines. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. A type ia endoleak cannot be ruled out. The exact cause could not be determined but have been due to landing lower than intended. This also may have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. This possible type IV appeared as focused leak from the flow divider that is due to the higher porosity in that portion of the stent graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that during the index procedure, the graft was deployed slightly below the intended landing zone. A type ia endoleak was also present and was treated with the implantation of a mdt aortic cuff. This resolved the endoleak. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine.